Event description:
It was reported that the bd luer-lok syringe barrel/flange was damaged. The following information was provided by the initial reporter: "the customer said there were holes in the barrel of two syringes and they were described as rusty."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No samples or photos received by our quality team for investigation. A device history review was performed for reported lot 3170092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on our teams investigation, the possible root cause is associated with the molding process. Procedures will be updated. Manufacturing personnel have been notified and additional training to reinforce has been performed.

Event description:
No additional information.